Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the bifurcation of the diagonal branch and left anterior descending (lad) artery. Two 182cm luge guidewires was used to cross the lesion with one for diagonal branch and one for lad. Intervention was completed. The first wire was pulled out, but while the physician pulled the second wire there was a detached tip left in lad. It was uncertain which wire the tip detached from. The procedure was completed by successfully snaring the tip and with a use of a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has its distal section kinked. Additionally, the device was broken 179.2 cm from proximal to broken section, total length should be 182 cm. The other part of the device was not returned. The outer dimensions of the middle and proximal sections of the device were within specifications.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the bifurcation of the diagonal branch and left anterior descending (lad) artery. Two 182cm luge guidewires was used to cross the lesion with one for diagonal branch and one for lad. Intervention was completed. The first wire was pulled out, but while the physician pulled the second wire there was a detached tip left in lad. It was uncertain which wire the tip detached from. The procedure was completed by successfully snaring the tip and with a use of a different device. There were no patient complications reported.